Manufacturer narrative:
It was reported that the d850 table is allegedly lowering on it's own. The sfst was unable to replicate the complaint. The sfst did identify that this customer site was utilizing a hand pendant that was earlier recalled, (B)(4). The hand pendant was replaced and the table was released back to the customer for full use. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the d850 table is allegedly lowering on it's own. There was no patient involvement, injury or adverse consequence reported.